Event description:
Customer¿s granddaughter reported that on an unspecified date in (B)(6) 2017 customer¿s adc blood glucose meter would not turn on at all. Caller further reported that due to this issue, customer could not monitor her blood glucose. It was further reported that on an unspecified date customer had ¿lethargic eyes¿, noting ¿her facial muscles have kept her eyes wide open, which were bloodshot¿, she was ¿shaking and could not talk¿. Caller noted the customer subsequently fell, resulting in a broken leg. Caller helped her back to bed and called the paramedics. Customer was conscious, but could not talk. Upon arrival, the paramedics received a reading of 12 mg/dl on their meter and transported her to a hospital. At the hospital, a reading of 13 mg/dl was received, customer was diagnosed with hypoglycemia and an intravenous infusion of ¿sugar water¿ was initiated. Customer received other unspecified fluids as replacement, secondary to her reported dehydration. Customer also had an x-ray of her leg and received unspecified ¿pain medication¿ for her leg injury. Additional blood glucose results of: 24 mg/dl and 80 mg/dl were reported. Customer was admitted to the hospital for an unspecified length of stay. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of freestyle freedom lite meters was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there were no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and freestyle freedom lite meters, the review did not identify any trends that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The reported product was reportedly disposed of. In the absence of a returned product investigation, an extended investigation will be performed. A follow-up report will be filed if the meter is returned or additional information is obtained. The actual date when the event occurred in unknown. The serial number of the device is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s granddaughter reported that on an unspecified date in (B)(6) 2017 customer¿s adc blood glucose meter would not turn on at all. Caller further reported that due to this issue, customer could not monitor her blood glucose. It was further reported that on an unspecified date customer had ¿lethargic eyes¿, noting ¿her facial muscles have kept her eyes wide open, which were bloodshot¿, she was ¿shaking and could not talk¿. Caller noted the customer subsequently fell, resulting in a broken leg. Caller helped her back to bed and called the paramedics. Customer was conscious, but could not talk. Upon arrival, the paramedics received a reading of 12 mg/dl on their meter and transported her to a hospital. At the hospital, a reading of 13 mg/dl was received, customer was diagnosed with hypoglycemia and an intravenous infusion of ¿sugar water¿ was initiated. Customer received other unspecified fluids as replacement, secondary to her reported dehydration. Customer also had an x-ray of her leg and received unspecified ¿pain medication¿ for her leg injury. Additional blood glucose results of: 24 mg/dl and 80 mg/dl were reported. Customer was admitted to the hospital for an unspecified length of stay. There was no report of death or permanent injury associated with this event.